Event description:
It was reported that the patient was pretreating or overtreating low glucose events and received education to wait for a hypoglycemia alert before treating and to use 15 grams of fast-acting carbohydrates, consistent with a usage issue related to improper or incorrect procedure with no device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to failure to follow instructions rather than a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.